Manufacturer narrative:
There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the multigas unit displayed a "gas device error" message. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the multigas unit displayed a "gas device error" message. According to the customer, they're unable to get any readings. The customer wants to send in the unit to be exchanged. There was no patient injury reported. Investigation summary: the root cause of the reported issue is attributable to the state of wear-components such as watertrap, connectors, sampling line, and/or device damage. Manufacturer references # 300276962 - 128852 follow up 001.

Event description:
The customer reported that the multigas unit displayed a "gas device error" message. There was no patient injury reported.